Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred and the pump reset unexpectedly. The customer's blood glucose level was 92 mg/dl. The customer was able to reload the cartridge and resume insulin therapy.